Event description:
It was reported that during a procedure for a popliteal aneurysm, the sheath fractured during deployment. The stent was deployed successfully. A 9f sheath and a 260cm, 0.035 stiff guide wire were used during the procedure. The anatomy was very tortuous and the doctor experienced significant resistance when deploying the stent. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been released and was missing. The outer sheath was torn off, elongated and accordioned in the area of the catheter reinforcement. The inner catheter protrudes 130mm from the outer sheath. The complaint is confirmed. According to the info received, the anatomy was very tortuous. There must have been very high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. Based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.